Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache and neurological/intracranial sequelae (photophobia and intermittent blurred vision) are known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the left internal carotid artery (ica) ophthalmic segment. Post-procedure the patient was neurologically assessed as having a mrs of 0 (modified ranking scale). 16 days post-procedure, the patient experienced headache that lasted 9 days. Medications prochlorperazine 10 mg IV and diphenhydramine 12.5 mg were administered on the 19 days post-procedure as out-patient in emergency department (ed) in order to treat the headache. Prescriptions for compazine 10 mg po and benadryl 25 mg po were given to the patient when discharged from ed. The headache was resolved without any residual effects. It was also reported that 16 days post-procedure, the patient experienced photophobia and intermittent blurred vision that lasted 9 days and were resolved without residual effects. According to the physician, the headache, the photophobia and intermittent blurred vision were probably related to the procedure and to the stent. It was unknown if the headache the photophobia and intermittent blurred vision were related to the implanted coils. The patient was assessed having a mrs of 0 at 2-month post-index procedure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the left internal carotid artery (ica) ophthalmic segment. Post-procedure the patient was neurologically assessed as having a mrs (modified ranking scale) of 0. 16 days post-procedure, the patient experienced headache that lasted 9 days. Medications prochlorperazine 10 mg IV and diphenhydramine 12.5 mg were administered on the 19 days post-procedure as out-patient in emergency department (ed) in order to treat the headache. Prescriptions for compazine 10 mg po and benadryl 25 mg po were given to the patient when discharged from ed. The headache was resolved without any residual effects. According to the physician, the headache was probably related to the procedure and to the stent. It was unknown if the headache was related to the implanted coils. The patient was assessed having a mrs of 0 at 2-month post-index procedure.

Manufacturer narrative:
This is 4th of 5 (coils) reports filed associated with this event. Subject devices remain implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the left internal carotid artery (ica) ophthalmic segment. Post-procedure the patient was neurologically assessed as having a mrs (modified ranking scale) of 0. 16 days post-procedure, the patient experienced headache that lasted 9 days. Medications prochlorperazine 10 mg IV and diphenhydramine 12.5 mg were administered on the 19 days post-procedure as out-patient in emergency department (ed) in order to treat the headache. Prescriptions for compazine 10 mg po and benadryl 25 mg po were given to the patient when discharged from ed. The headache was resolved without any residual effects. According to the physician, the headache was probably related to the procedure and to the stent. It was unknown if the headache was related to the implanted coils. The patient was assessed having a mrs of 0 at 2-month post-index procedure.